Manufacturer narrative:
This report is submitted on october 31, 2019.

Event description:
Per the clinic, the patient experienced soft tissue complications with infection at the implant site, resulting in device non-use. The implanted fixture remains insitu; however, the abutment was removed.